Event description:
It was reported via repair work order that the mattress was damaged and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - unit was replaced.